Manufacturer narrative:
Other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. D5 is unknown., corrected data: model number was incorrect in the initial report. No patient injury was reported. A product problem was reported.

Event description:
An air leak was reported on a smiths medical trach tube. No adverse patient effects were reported.